Event description:
It was reported that an occlusion alarm occurred, causing the customer's blood glucose level to reach 537 mg/dl. The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi). Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.